Event description:
Pt found unresponsive with venous needle dislodged, resting in axilla area. Blood pump circulating at 307 qb with no venous pressure alarms detected. One hundred asymmetrical setting for venous pressure engaged. There was no separation of the needles, connections or equipment. Pt stable prior to needle dislodgement. Emergency treatment initiated. Transported to local emergency dept via paramedics. Estimated blood loss of one liter.

Manufacturer narrative:
Info provided by the user facility indicates that there was no product problem or defect on the needle in use and the needle was not at fault in this event. The pt's access was reported to be visible during tx. The needle was properly taped in place and when dislodgement was found, the needle wings, tubing and tape were still in place with only the cannula pulled out of the pt's access.